Manufacturer narrative:
On (B)(6) 2026, the user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings along with frequent glucose suspend alerts. Based on escalation alaysis, a sensor replacement was issued, and the sensor was requested for further evaluation. In house testing of the returned sensor showed optical instability in all four channel, which was consistent with the observation made on the sensor data in dms. The glucose suspend alert was triggered when all the channels went below the threshold. The optical instability was attirbuted tofilter corrosion, as confirmed via microscope. The user was provided with a sensor replacement as part of the resolution.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.